Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Surgeon didn't approve for return.

Event description:
It was reported a patient underwent right total knee arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2016 due to pain. All components were removed and replaced with orthopedic salvage components.